Event description:
It was reported via a call from the micu (medical intensive care unit) rn to the clinical support specialist (css) on (B)(6) 2015 at 4:50am est that the rn stated they had concluded the iab-05840-lws had ruptured. The iab was inserted through the sheath via femoral artery at 7pm on (B)(6) 2015 for a male patient with massive myocardial infarction who coded. Approximately 30 minutes ago helium loss alarms started and blood was noted in the helium driveline tubing. The rn stated they have turned off the intra-aortic balloon pump (autocat2wave, s/n (B)(4)) and notified the m.d. The rn said they told the m.d. It must be removed within one hour, but the m.d. Won't be in for two hours. The css discussed with the rn it is recommended that the iab be removed within 30 minutes due to possible clot formation and iab entrapment. The rn will call the m.d. Back to explain. At 7:40am est there was a return call to the rn. The rn had spoken with the m.d. Again and the m.d. Did come in within the hour and removed the iab without issue. The rn said the patient is "stable and doing fine" without the iab support. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was an indefinite interruption in therapy.

Manufacturer narrative:
(B)(4).